Event description:
During an in-clinic follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. A revision procedure was performed. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.